Event description:
The pt complained of chest pain following the procedure and angiography revealed thrombus. All of the stents deployed were also under-dilated.

Manufacturer narrative:
This pt presented for elective treatment of a de novo lesion in the proximal through the distal left anterior descending artery (lad) of 70mm in length in a 2.5 - 3.5mm vessel diameter. The (type c) concentric lesion was bifurcated and calcified. Pre-procedure medications included aspirin 100 mg/day. Intra-procedure medications included ticlopidine hydrochloride 200 mg/day and heparin 10,000 units. Pre-dilation was conducted with a 2.5 x 20mm balloon at 16 atmospheres (atm). During pre-dilation, a dissection occurred. It was caused by a non-cordis balloon. The type was not known and it was treated with poba. Then a 3.0 x 28mm cypher stent was deployed proximal to the first cypher at 18 atm. Then a 3.0 x 28mm cypher was deployed proximal to the second stent at 18 atm. Finally, a 3.5 x 28mm cypher was deployed proximal to the previous stent, at 18 atm. Post-dilation was done with a 3.5 x 13mm balloon at 20 atm. Ivus was conducted for all of the lesions. The residual diameter stenosis measured 0%. An indentation was observed at the distal end of the fourth cypher, which was implanted due to the previously referenced dissection. It was confirmed that the inner lumen was enough and normal blood flow was restored. Timi iii flows were recorded pre and post-procedure. Act was measured at and 347 initially and 332 during the second measurement. Post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. When the pt returned to his room, he complained of chest pain and abnormal ECG was confirmed. Coronary angiography was conducted and thrombus was observed in the distally implanted cypher. To treat the thrombus, aspiration was conducted and then poba with a 4.0 x 12mm balloon at 20 atm. A 2.5 x 18mm cypher was deployed at 18 atm, distal to the four cypher stents. In addition, a 3.5 x 9mm drive stent was deployed between the overlapping section of the 3rd and 4th cypher stents. The physician commented that the cause of the thrombotic event was due to the dissection, which occurred distal to the cypher and was not covered by a stent. In additon, all of the stents were under-dilated. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stents. This product is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is also one of four products used in the same procedure that were reported under the following mfg numbers 9616099-2006-01634, -01635, -01636 and -01637.